Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem by the dc voltmeter check. The root cause of the issue was determined as the switch cam was misaligned. No action taken as it will be scrapped or returned unrepaired. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarm does not work. Customer tried to replace battery and still does not work.. Patient involvement is unknown.